Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site described by the patient as heating which began on (B)(6) 2017. The patient was asked to turn the scs off. The patient went to the ER on (B)(6) 2017 to have the scs system assessed.